Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6fr sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, during use of the first proglide device there was no obvious flow from the maker lumen. The proglide device was flushed prior to use. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a greater than 8.5fr and the aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures of the two proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no obvious flow from the maker lumen¿ was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.